Event description:
It was reported that, after a tka surgery in which a journey ii system was implanted, the patient dislocated and had pain. The physician believed that the patient may have fallen in the past. A revision surgery was performed to treat this adverse event. It is unknown if all components were explanted. The patient outcome is unknown.

Manufacturer narrative:
It was reported that a revision surgery was performed due to dislocation and pain. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Physician suspects that the patient may have fallen in the past. The potential cause could include patient trauma injury.